Manufacturer narrative:
The reported event of pannus could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date, a 27mm epic valve was implanted. One year following implant, the valve was explanted and exchanged for an unknown valve. The physician observed pannus on the leaflets of the explanted valve. No patient consequences were reported.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an epic valve (model unknown) was implanted. One year following implant, pannus was observed on the leaflets of the valve. On an unknown date, the valve was reportedly explanted. Additional information has been requested.